Manufacturer narrative:
A 4mm x 4cm 155 saber rapid exchange (rx) percutaneous transluminal angioplasty (pta) balloon catheter ruptured at twelve (12) atmospheres (atm) during its initial inflation. There was no reported patient injury. The lesion was the left common femoral artery. The lesion had heavy stenosis and seemed to be heavily calcified. A contralateral approach was made from the right femoral artery with a 6f 45cm non-cordis guiding sheath and a 300cm non-cordis guidewire crossed the lesion. The balloon was replaced with a new 4mm x 4cm non-cordis balloon catheter and the procedure was completed. Additional procedural details were requested but are unknown. The product was not returned for analysis as it was discarded. A product history record (phr) review of lot 17646863 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon-burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of heavy calcification with a high rate stenosis may have contributed to the reported event, as calcification is known to damage balloon material. However, without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and event reported. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
(B)(6). The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 4mm x 4cm 155 saber rapid exchange (rx) was ruptured at twelve (12) atmospheres (atm) during its initial inflation. Therefore, the balloon was replaced with a new 4mm x 4cm non-cordis balloon catheter and the procedure was completed. There was no reported patient injury. A contralateral approach was made from the right femoral artery with a 6f 45cm non-cordis guiding sheath and a 300cm non-cordis guidewire crossed the lesion. The lesion was the left common femoral artery. The lesion had heavy stenosis and seemed to be heavily calcified. The device will not be returned as it was discarded in the hospital.